Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
No injuries were reported as a result of this event. A steris service technician visited the hospital to inspect the transfer cart, which is 2 years old. The technician noted grooving on the top of the wheel where it meets the frame. The technician also found that the rubber expansion gasket that secures the wheel to the frame was not expanded, which could allow the wheel to detach from the frame. The hospital reported that the cart was repaired within a week of this incident by a third party service company used by this hospital. Steris will contact the hospital to arrange for an in-service to cover proper use and maintenance techniques for this device.

Event description:
When a technician started to move a transfer cart sideways instead of forward, one wheel of the loaded transfer cart detached from the frame, which resulted in some sterile packs loaded on the transfer cart falling onto a technician seated in the vicinity. When other technicians helped to move the tilted cart, a second wheel came off.

Manufacturer narrative:
The facility did not respond after multiple contacts regarding an offer for in-service training.